Manufacturer narrative:
A field service engineer (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs, but could not reproduced error. While troubleshooting, fse checked mechanical alignments, then performed all sorted cup pickup alignments and verified proper pickup operation. Fse also confirmed no obstructions preventing cup pickup. Fse ran the mainte program to verify alignment, also ran daily check and quality control without error, and within acceptable run. No further action required by field service. The aia-900 analyzer is functioning as expected. The aia-900, serial number(B)(6), was installed on (B)(6)2022. A complaint history review and service history review for similar complaints was performed from installation date through aware date. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [2204] sorter not picked up cup cause: the cup hold sensor s027 failed to detect a cup during a cup pickup operation. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: check the upper surface of the test cup for contamination, check the seal for curling, and so on. If the trouble occurs frequently, contact the tosoh local representatives. Check s027, the cup pickup position, and the cup pickup operation, and also check the cup control sensors s023 to s026, and the sorter scanning operation. The most probable cause of the reported event is due to misaligned sorted cup pickup.

Event description:
A customer reported getting error message "2204 sorter cup pickup failure" on the aia-900 analyzer. The customer rebooted, but error persisted. The analyzer is down.a field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lhii) and progesterone (prog iii) . There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.